Event description:
It was reported that the programmer would not turn on; the buttons were no longer responsive. All power was removed from the programmer and after one minute a reboot was attempted. It was noted that the power light was initially flashing and when the power but was pressed it went solid; however, the the screen still did not display anything. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the programmer had been returned to service.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that device could not be turned on and that the buttons were no longer responsive, the buttons were consistently responsive and the device powered up multiple times with no fault found. It was noted that the software was reloaded as a preventive measure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.